Event description:
It was reported that an ongoing intermittent minimum fill notification occurred after the user filled the cartridge with at least 100 units of insulin during the load sequence. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg. The customer re-loaded the cartridge to resolve the issue.